Event description:
The customer reported that vasoseal was used on 3/13/1998 in the axilla of a pt. The use of vasoseal was off label, and the physician understood that. A kit #1 was deployed with no complications. On 3/14/1998, the pt complained of tingling fingers. On 3/15/1998 the pt presented with pain, weak pulses and was swollen at the site. The pt went to surgery for evacuation of a hematoma. The pt was stable after surgery with a jp-drain put in. On 3/17/1998 the pt returned to surgery for second hematoma evacuation.